Event description:
Customer reports that during a cystogram with stent placement the system fluoro failed with a imaging system misaligned message. They were unable to clear the error. The physician was able to complete the procedure by using endoscopy. No reported injury. No other details are known.

Manufacturer narrative:
The field service engineer (fse) went on site to investigate the system misaligned message. The system engages a safety interlock which prevents x-ray when image chain is misaligned. Fse found the problem was caused by corrosion on the image intensifier transducer pcb. Fse replaced the pcb according to service manual 4001004 and verified proper operation per service checklist qssrwi4.1. Unit passed checkout procedures and was returned to the customer for service.